Manufacturer narrative:
On (B)(6) 2016 a burning smell was coming from the vcsn waste chamber interface board. The waste board had burn marks. The fse replaced the vcsn (volume, conductivity and multiple angles of light scatter) waste interface board to resolve the issue. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported that there was an electrical smell coming from the unicel dxh 800 coulter cellular analysis system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. There was no smoke, sparks, arcing or flames reported by the customer. The fire department was not called and there was no death or injury as a result. There was no medical attention required by any operator.